Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received a motor error alarm on the insulin pump. The mother also reported the insulin pump over-delivered insulin to the customer's body. The customer's blood glucose was over 200 mg/dl at the time of the alarm. The mother was able to confirm the insulin pump rewound without any issues. It was also found the insulin pump passed a displacement test and manual prime. Troubleshooting for the delivery anomaly found the bolus history was accurate. It was found the delivery anomaly was within three days of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.